Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the caller in resetting it, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the malfunction code appeared again.